Manufacturer narrative:
Evaluation summary:(B)(4): the full lead was returned, analyzed and proximal conductor fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), there was a white substance on the outer insulation and the outer insulation had a cosmetic depression and the lead was flexed. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The lead was returned from a competitor with no information. The lead was analyzed and subsequently tested out of specification. Follow up with the cardiology clinic revealed the patient had a syncope episode. The patient sent a remote monitor transmission that showed possible fracture of the lead. The patient was admitted to have the lead removed and for an upgrade to an implantable cardiac defibrillator. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. The change is reflected under conclusion. Evaluation summary: (B)(4): the full lead was returned, analyzed and proximal conductor fractured. It was noted that there was blood/body fluid on all conductors (not obstructed), there was a white substance on the outer insulation and the outer insulation had a cosmetic depression and the lead was flexed. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.